Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is forcefully mishandled during use at an extreme angle, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using a lantern delivery microcatheter (lantern) and non-penumbra angled diagnostic catheter. During the procedure, the physician was able to take down a varix without issue using the lantern. Subsequently, the lantern was removed to do a venogram of the portal system to locate additional varices. Once the additional varices were located, the lantern was reintroduced over a 0.016 wire. While advancing the lantern to the new embolization location, the physician noticed the lantern was kinked and broken. Therefore, the lantern was removed by pulling it out. It is unknown where the kink/ break occurred on the lantern, but the area of the break did not enter the diagnostic catheter. It is also unknown if the damage to the lantern occurred while advancing into the diagnostic catheter or if it occurred while removing the lantern after the first embolization. The procedure was completed using a new lantern and a new straight catheter. There was no report of an adverse effect to the patient.